Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial#( B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported that she fell and broke her hand and foot 2 weeks ago. It was noted that since the fall patient stated she has not felt stimulation. The patient indicated that in the past 3 days she has had symptom return that was indicated as sudden. It was reported that patient programmer would not power on, on the day of this call. The indications for uses for this patient were urinary dysfunction/sacral nerve stimulation. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Event description:
It was later reported that programmer was not powering on. "Battery connection loose" and "was repaired doing fine."